Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Dentist stated he had patients that had bristles falling out of the gum brand post surgical toothbrush.